Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after six azur cx35 coils were used without problems, the coil concerned was attempted to be used as the seventh coil. While the coil was being inserted into an angiographic microcatheter, the catheter slipped from the internal iliac artery (iia). When the coil was attempted to be pulled, the coil was unintentionally detached in the microcatheter. The catheter and coil were slowly withdrawn from the patient. The procedure was successfully completed without any replacement. There was no report of harm or injury to the patient.